Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-05978.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/22/2022 additional information: d4, h4, h6 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one needle-suture combination of product code w58603 was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Upon the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via:2210968-2022-05978 and 2210968-2022-05979.